Manufacturer narrative:
The device was received for evaluation. Output monitoring and capture testing revealed no output anomalies. Evaluation of the device header revealed no anomalies that could contribute to the complaint of loss of capture. Additional testing determined the device exhibits normal characteristics and is above elective replacement battery levels. Analysis of the device image determined wireless communication was still functioning and wireless interrogation was performed with no anomalies.

Event description:
Related manufacturer report number: 2017865-2017-35549. During a follow-up, there were episodes of oversensing on the right ventricular (rv) channel that resulted in a loss of capture and presyncope. Temporary programming was performed and a lead revision procedure was scheduled. During the lead revision procedure, it was difficult to program the device and the device went into rf telemetry lockout. There was also a loss of capture and external pacing was performed. The rv lead and the device were explanted and replaced and the patient was stable.